Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hôspital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex set and a prismax machine, a patient experienced a "gas embolism". After stopping treatment, the patient was disconnected and one hour later, the air embolism was confirmed by a scanner. It was reported the patient had symptoms of desaturation and neurological symptoms. The patient received unspecified medical treatment and hyperbaric chamber sessions. At the time of this report, the patient outcome was not reported. No additional information was available.

Manufacturer narrative:
Additional information added to h6 and h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.